Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula was not properly inserted in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose was 85 mg/dl on (B)(6) 2013 (no time reported), but started to go up after that. It reached 347 mg/dl at 5:37 pm on (B)(6). Her husband checked the pod and noted that the cannula was not in the body. After taking the pod off the cannula was "all curled up."